Event description:
It was reported that the patient had a shocking or jolting sensation. The patient states since 2 weeks ago, they has been experiencing shocking sensation in their pocket site. The patient had turned the stimulation off and the shocking has stopped. The patient states this stimulator feels much different than the last 2 they had since the day they got the stimulator. The patient stimulator might poke out a little more than the last 2. The patient has not had any falls or trauma since they got this device. The patient states the first and second stimulator never gave them any issues with shocking. The patient has the therapy for retention. The patient can't feel their bladder when it's full. The patient was already back to wearing pads.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports stimulator ((B)(4)) was explanted on (B)(6) 2014. It was reported that an x-ray was performed on (B)(6) 2013 and impedance could not be checked because patient lost their icon. There was no malfunction seen or cause of issue determined. It was noted that an explanation was the intervention. The patient actually had "rue" (right upper extremity/unclear) pain of unknown origin. The patient wished to have everything explanted. The healthcare provider did not believe there was a direct correlation but the patient does feel better. No urinary complaints.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09b9j, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).